Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas loss in the intra-aortic balloon (iab). No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm observed the iabp and could not duplicate the error. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name should read (B)(6). The full name is (B)(6).

Event description:
It was reported that during use on a patient, the cardio save intra-aortic balloon pump (iabp) had a gas loss in the intra-aortic balloon (iab). No patient harm, serious injury, or adverse event was reported.